Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 28 x 2.50 promus premier¿ drug eluting stent was selected for use and advanced but failed to cross and resulted in windup of the stent edge. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 28 x 2.5mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the 1st proximal strut was damaged. The strut had lifted from balloon profile in a distal direction. All other struts were not damaged. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination found no issue with the tip profile. A visual and tactile examination found several hypo kinks along the shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 28 x 2.50 promus premier¿ drug eluting stent was selected for use and advanced but failed to cross and resulted in windup of the stent edge. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.